Manufacturer narrative:
Examination of a submitted anterior chisel confirmed the tip/blade has fractured. The investigation found evidence indicating the tip of the chisel made significant contact with fixation pins resulting in tip breakage. The root cause is being attributed to suspected misuse/poor technique. Based on the determination of user error/technique and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
\This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hp anterior chisel broke during usage into the finishing cutting block. The cutting end of the anterior chisel stayed lodged into the femoral finishing cutting block. The cutting block had to be removed and the lodged piece of the chisel was retrieved.